Event description:
During a hip screw procedure the surgeon was impacting the side plate and helix blade; the two devices got stuck together moved forward and penetrated the femoral head. Surgeon removed the assembly that was stuck together, selected another assembly and completed the procedure. This is two of two reports for this event.

Manufacturer narrative:
Additional info has been requested. D6, d7: subject devices were placed and removed during the same procedure. The investigation could not be completed, no conclusion could be drawn, as the subject devices have been received and are entering the complaint system.